Manufacturer narrative:
(B)(6). Should additional information become available, a supplemental record will be filed.

Event description:
Package stated that his client was seated in a probasics shower chair when a pin (snap button) broke causing the chair to collapse and the patient to fall.